Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 410 mg/dl with nausea, vomiting, polydipsia and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged having high blood glucose and wanted to check the pump functions with animas customer support. Troubleshooting by animas customer support did not find any pump malfunction; however, the patient was noted to be miscounting carbohydrates and failing to bolus with insulin. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse.